Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in france reported that the cassette did not provide the expected irrigation during the procedure. Due to the operating room¿s configuration, cassettes with d4600a air/fluid exchange lines are required. The irrigation failure resulted in a corneal burn at the main incision site, necessitating conjunctival coverage. At the immediate postoperative follow-up (24-48 hours later), there were no issues. Second surgery was postponed.